Event description:
During a procedure, the physician was unable to localize the sentinel node using the neo2000 system. The readings varied widely between high and low and the surgeon was forced to perform an open biopsy. There is no unit being returned. The biomed has reported that it is likely a case of user error. The serial number was not reported and is not known.

Manufacturer narrative:
In 2006 - the customer was contacted to follow-up on the reported incident. They have three neo2000 systems at this facility. Two model 2200's and one model 2000. It is the model 2000 that is subject of this investigation. The customer's rep indicates that the occurrence was probably due to user error. The unit was worked on by the facility's biomed dept on 06/12/06 there appeared to be physical damage to the unit from dropping. The fan blades had to be reseated and the speaker had to be resecured. The dept mgr said he would pull the work folder and get back with me on the exact repairs that were made. Method of investigation - telephone call to facility reps. Conclusion - damaged to the device was apparent during evaluation by facility's technical. It is not known if the damage occurred before or after the reported incident by the physician. The facility's technical staff indicate a work order was issued on 06/12/06 to evaluate the product. It was identified that the speaker and fan had sustained damage and required repair; cause speculated as dropped console. Product is now working following the technical staff's repair of the control unit. Incident is considered closed by the MFR. The reporting of this incident does not constitute an acknowledgement by the MFR that the product involved actually contributed to or caused impairment or injury, or would cause impairment or injury if the incident were to recur. Search of database identified. The unit has been returned to MFR on two previous occasions: (replaced volume encoder component due to damage) and (replaced power switch due to normal wear). Both events indicate normal wear and tear or damage to device.